Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that patient had moderate glare and halos while driving at night. In the non-directed ocular visual symptoms, the subject had no complaints. The monocular (uncorrected distance visual acuity) ucdva - ocular dexter (od) 20/20; oculus sinister (os) 20/20. Monocular (best corrected distance visual acuity) bcdva ¿ od 20/20; os 20/20. The first eye od had surgery on (B)(6) 2019 and was implanted with a 20.5 d model zxt375 iol, serial number (B)(4). The second eye os had surgery on (B)(6) 2019 and was implanted with a 20.0 d model zxt225 iol, serial number (B)(4). Additional information was received, and it was learnt that patient had reported same issues at 1 month visit as well. There is no surgical intervention planned. Patient¿s daily activities are severely affected. This report will capture information for patient¿s left eye. Another report is being submitted for patient¿s right eye. No further information provided.